Event description:
Device 2 of 3; reference MFR. Report: 1627487-2019-02166, reference MFR. Report: 1627487-2019-02168.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 3. Reference MFR. Report: 1627487-2019-02166, reference MFR. Report: 1627487-2019-02168. It was reported both of the patient¿s leads migrated and were twisted around each other due to twiddler¿s syndrome. To address the issue, the physician explanted and replaced both of the patient¿s leads on (B)(6) 2019. He also sutured the same ipg in place, as it was not previously sutured in place during the original implant procedure. Postoperatively, effective therapy was restored, and the issue has resolved.